Event description:
It was reported that air ingress and a sheath leak occurred. During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. An intravenous (IV) pump was used as the method of irrigation. The faradrive sheath was advanced to the left atrium and ablation was performed. Following removal of the farawave pulsed field ablation catheter, a 7.5 french non-boston scientific (bsc) mapping catheter was inserted into the sheath. At this point, it was noted that the sheath valve would not seal around the mapping catheter. Air was noted in the sheath during aspiration and a blood leak proximal from the sheath valve was noted. Less than 20cc of blood was leaked. The leak flowed at a couple drops per second. There was no issue previously with the sheath valve seal and the mapping catheter at the time of premapping. The troubleshooting steps included performing aspiration very slowly straight from a syringe. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.